Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a generator change out, when placing the lead into the patient the helix would not extend, it became bound while mapping the right ventricle. The lead was not used and was replaced. Patient was fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.